Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2022-17450. It was reported that the patient experienced ineffective therapy due to lead at sub optimal location. As such, surgical intervention took place where int the leads were explanted and replaced with new leads addressing the issue. Reportedly, therapy was confirmed post op.